Event description:
Failure of zoll m-series monitor to deliver a defibrillatory shock to a cardiac arrest pt exhibiting ventricular fibrillation. Upon ambulance arrival, the pt was found to be in cardiac arrest and exhibiting an asystole rhythm on cardiac monitor. The pt was being monitored through hands-free combo pads. After a period of 34 minutes of acls intervention by paramedics, pt's ECG rhythm was then noted, through the use of 4-lead monitoring, to be ventricular fibrillation. Paramedics attempted to deliver unsynchronized countershock. The monitor would not deliver the shock to the pt. Several attempts were made over the next 6 minutes to deliver defibrillation to the pt without success. Attempts included changing out the combo-pads and with manual defib-paddles. The pt's rhythm changed back to asystole prior to delivery to the ER.